Event description:
It was that during a da vinci surgical procedure, the harmonic ace insert broke and the white plastic tip fell into the patient. On (B)(4) 2014, an isi representative contacted the site to request additional information. It was indicated that a piece of the harmonic ace insert broke off and it was visualized inside the abdomen, the surgeon set it aside to retrieve it later in the procedure and when the surgeon went to retrieve the piece it could not be found. A post-operative x-ray was performed and nothing was seen on the x-ray.

Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusions: a piece of the harmonic ace insert instrument allegedly broke off into the patient and the fragment was not retrieved. An x-ray was performed, however, no fragment was seen on the x-ray.